Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that all valve is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the vertical position. The results show that the valve is operating not within the accepted tolerance in the vertical position. An accelerated outflow of shuntassistant 2.0 could be determined. Internal inspection: after dismantling of the valve, deposits were found inside results: based on our investigation results, we can determine an accelerated outflow in the valve. The determined deposits can be named as the cause for the accelerated outflow. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant 2.0 (part # fx103t) was implanted during a procedure performed on (B)(4) 2021. According to the complainant, the valve was believed to be operating in over-drainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Reference associated medwatch report MDR ID # 3004721439-2023-00010.